Event description:
It was reported that the camera on the 9800 system will intermittently not rotate. Reboot will correct this event. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Identified the need to replace the power cord (tear in insulation). Replaced the power cord. As a proactive measure replaced the backpain. The system was tested and found to be working as intended and placed back into service.